Manufacturer narrative:
Initial reporter occupation: unknown. Information regarding suspect medical device section. Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However the report indicates that the endoscope accessory channel was not flushed, which can cause the device to clog when inserted into the endoscope. This is the most likely cause. The instructions for use state: "before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user did not flush the accessory channel, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used cook hemospray endoscopic hemostat. The user could not deploy hemospray [subject of report] during use. Additional information received on 20-jan-2020 states that the user did not flush out endoscope channel with air. When advancing the catheter down the endoscope, it filled with blood. The user tried deploying hemospray but it clogged. The user then decompressed co2 (accidently) and tried re-engaging co2 before trying second catheter. By that time, the hemospray device would not work. The user received an educational in-service from the cook sales representative on proper use. A section of the device did not remain inside the patient¿s body. While the complainant did not specify if the patient required any additional procedures due to this occurrence, the information collected does not reasonably suggest the patient required an additional procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.